Manufacturer narrative:
The investigation of low pump flow, product damage (cannula kink), and positioning issues has been completed. Low pump flows: since data logs are inconclusive, clinical details provided are limited, and low flows did not reproduce on returned product, the root cause of the low pump flows could not be determined. Product damage cannula kink: returned product was investigated, and there was evidence of a kink in the cannula near the motor housing, as reported. Since the timing of the cannula kink is unknown and there are several potential caused based on the clinical details provided, the root cause of the cannula kink could not be determined. Positioning issues: returned product was investigated and there were no abnormalities, particularly with the repositioning unit. The cannula kink was confirmed. Since insufficient clinical details were provided, and there are several reported potential causes, the root cause of the positioning issue could not be determined. D9 device returned to manufacturer date added.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was implanted with an impella cp and had persistent low flow/suction events. Repositioning the pump failed to resolve the issue. The pump was explanted and a kink was observed. A new impella cp was implanted and the patient survived.